Event description:
This 37 year old female complained of itching and erythema to breast area and chest. She has a three year history with mastectomy of left breast; reconstruction and silicone implant. Patient had acquired absence of breast, trans flap implant left breast. On 11/11/93 the silicone implants were changed to saline implants. Patient had other complaints of left weakness, headaches, and dizziness. Implants were inserted 4/24/91.